Event description:
On 11th september 2023, rayner received notification of an event that occurred at a danish healthcare facility during use of a rayone emv toric rao210t. The event description provided states that the iol tore during implantation necessitating immediate removal of the iol from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that the iol tore during implantation necessitating its immediate removal of the lens from the eye. The rayone emv toric rao210t iol was explanted and exchanged during the original surgery session. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. Rayner has requested additional information from the initial reporter to facilitate further investigation of the event. The availability of the device for return has also been queried. Our review of production records for the rayone emv toric rao210t batch 063217161 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.